Manufacturer narrative:
(B)(4): mainframe nim response 3.0, serial # (B)(4), lot # 207960814, manufactured date -jan/24/2014, 510(k) # k083124, (B)(4). The nim patient interface (product # 8253200) was and the nim mainframe (product # 8253001) were returned for evaluation. Evaluation of patient interface (product # 8253200) could not duplicate customer's issue of ¿nerve not detected by the device.¿ the wave washer was replaced due to a loose clip. There was no functional fault found with the device. The device was repaired, tested to manufacturer product specifications and returned to the customer. Evaluation of the nim mainframe (product # 8253001) could not duplicate customer's issue of ¿nerve not detected by the device.¿ as a precautionary measure the device was placed in the burn in for 24 hours attempting to observe any heat failures. The device did not fail. Evaluation found no fault with the device. The device tested to manufacturer product specifications and returned to the customer.

Event description:
It was reported that intra-operative the nim system would stimulate the nerve, then wouldn't stimulate the nerve but would stimulate everything that it touched, including trachea and esophagus. Nerve was identified but was not detected by the device. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.